Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer stated that the touch panel was unresponsive. Airflow continued to be delivered when the unit was attempted to be used again for a patient after being transferred who had been using the unit before. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's product support engineer (pse) attempted to calibrate the unit's touch screen but the touch was not recognized. The pse confirmed the reported issue. The pse replaced the unit's touchscreen to resolve the reported issue. The unit passed the required performance verification tests per philips standards.

Manufacturer narrative:
G4:30oct2020, b4:02dec2020 . The touchscreen assembly was returned for evaluation. Failure investigation confirmed the reported issue and was able to duplicate the failure. Fault is found on this returned touchscreen assembly. This failure was caused by the manufacturing process leaving dead spots on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.